Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 466 mg/dl, which the customer treated with a bolus using the insulin pump. She also reported that she had a high blood glucose reading of 520 mg/dl in the morning. The customer called to troubleshoot for a weak signal alarm. Advised her to continue sensing after the sensor-to-device communication was reestablished. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.